Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 1.2 inr (venous)/1.3 inr (finger stick)/2.1 inr; 2.1 inr (finger stick)/1.6 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.